Manufacturer narrative:
Plant investigation: the device or component was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008k2 machine with the insulation on the wiring for all three thermistors deteriorating and crumbling off. The biomed tech stated that the insulation appeared as if it had deteriorated from age, however the wire was like "putty" and "melted" between his fingers. There was no patient involvement associated. The biomed tech stated the machine had about 10,000 logged hours and the thermistors were replaced as a pro-active repair to the machine. No smoke or visible flames were noted during usage of the machine, and the machine functioned as intended prior to the discovery.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008k2 machine with the insulation on the wiring for all three thermistors deteriorating and crumbling off. The biomed tech stated that the insulation appeared as if it had deteriorated from age, however the wire was like "putty" and "melted" between his fingers. There was no patient involvement associated. The biomed tech stated the machine had about 10,000 logged hours and the thermistors were replaced as a pro-active repair to the machine. No smoke or visible flames were noted during usage of the machine, and the machine functioned as intended prior to the discovery.